Event description:
Customer reported that the tosoh g8 reported erroneously low sa1c results on pts with hgbc variants. The variants were confirmed by another method but tosoh chromatography did not indicate hv2 % for hgbc. Results did not correlate with previous results for pts or reference lab results. One erroneous result had been reported but no treatment was done based on the erroneous results. The investigation into the root cause of the erroneous results indicated that on (B)(6) 2011 an incorrect value had been manually entered during a service call for one of the g8 idt parameters which resulted in the incorrect results. Once the idt parameter was corrected the tosoh chromatography results correlated with the expected results and other methodology results.